Event description:
Event description guidant received information upon review of daily measurements, that impedance measurements increased to greater than 2500 ohms during a two week period more than two months ago for this right ventricular lead. A fracture to the lead conductor was suspected. The lead was explanted, replaced with a competitors model, and returned to guidant for analysis.